Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Also, unable to download unit to carelink pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer¿s blood glucose level was over 500 mg/dl. Customer was treated with manual injection. Customer performed self test and it was passed. Customer stated that the insulin pump had no delivery alarm in the past and alarm did not occur during prime. The insulin pump will be returned for analysis.